Event description:
Report received of an overdelivery. The customer contact reported the device was programmed on 7/2004 between 1900 and 1930 to deliver 2800ml of total parenteral nutrition (tpn) on the primary line at a rate of 117ml/hr. The next day at 0600, the nurse reportedly checked the pump and the solution bag and observed that the bag of tpn was approximately half full. The contact reported that the volume remaining in the solution bag and the total volume infused displayed by the pump were accurate. At 0800, another nurse reportedly entered the room to respond to an unspecified audible pump alarm. At that time, the nurse observed that the solution bag and the tubing proximal to the pump were empty. The contact stated the pt received approx one liter of tpn between 0600 and 0800. The device was removed from the clinical service and the tpn was resumed using another device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional infao was provided.